Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. Uncle is calling on behalf of the customer. The customer is concerned with tests results obtained of 361mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and nauseous. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 361mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 12/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. Uncle is calling on behalf of the customer. The customer is concerned with tests results obtained of 361mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and nauseous. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 361mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 12/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.